Event description:
It was reported the patient was told ¿the leads are off¿ but was never told what was going on after that. It was stated the patient was told they would need to have surgery because ¿the leads were off.¿ it was later reported the patient met with their manufacturer representative the day prior to report and their device was interrogated. It was stated open circuits were found on all electrode combinations. It was noted the patient was instructed to keep their device turned off until the lead could be surgically revised.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0223z, implanted: 2012-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va0223z, implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
Follow up information reported that the results of the interrogation were communicated to the patient's physician who was then going to talk to the patient. The physician felt the patient was difficult to handle and was going to be referred them to another provider. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's leads were disconnected and wanted the stimulator removed.